Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient¿s blood glucose elevated to 407 mg/dl with symptoms of diaphoresis, cramps, and trace ketones. The reporter stated that the patient was given a correction injection but the patient¿s blood glucose remained elevated. The patient was reportedly being transported to the hospital at the time of the call. The reporter stated that the high blood glucose levels were a result of the pump losing power related to a crack in the battery compartment. The reporter denied any damage to the battery cap and denied that the battery cap was visible at the time of the event. Animas attempted to follow up with the reporter related to the results of hospitalization but was unsuccessful in contacting the reporter at this time. This report is made based on the allegation that the patient experienced hyperglycemia requiring transport to a hospital while using insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump black box showed that power events had occurred. The pump was examined and found that the battery compartment was cracked and the battery cap returned with the pump was stripped. The returned battery cap was unable to secure to the pump and power loss was duplicated. A test cap was inserted and the pump was able to complete a (B)(4) flow accuracy test; no power events occurred during testing and the pump was found to be delivering within specifications. The pump was opened and no evidence of moisture ingress was found.